Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 10:04 am, the meter result was 4.1 inr. At 10:06 am, the meter result was 5.4 inr. At 10:09 am, the meter result was 2.4 inr. At 10:11 am, the meter result was 3.9 inr. At 10:14 am, the meter result was 4.1 inr. The same finger was used for two of these tests but the customer was not sure which test. The customer's range is 2.5-3.0 inr.

Manufacturer narrative:
The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.7 inr. Retention meter and customer strips: 2.8 inr. Donor #2: retention meter and master lot strips: 2.8 inr. Retention meter and customer strips: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Medwatch fields d9 and h3 have been updated.